Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a second perclose device would not hold the closure of the right femoral artery access site. Direct pressure was applied to control bleeding which was unsuccessful. Surgical cut down was done to identify calcified puncture site in lateral wall of the artery and was successfully surgically closed. Following implant the right foot was noted to be cold and pallor in color. Angiography revealed complete occlusion of the right common femoral artery. Successful percutaneous intervention was performed to restore blood flow. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).